Event description:
The customer reported that the device would not activate (turn on). The reporter offered no patient-related information. No adverse events were reported.

Manufacturer narrative:
The device has been received, but additional time is required to complete our analysis. A supplemental report will be submitted upon completion of the investigation.